Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05132. It was reported the patient's scs stimulation decreases without prompting. A company representative met with the patient and found the system's stimulation would turn off when increasing the strength over five bars. Diagnostics revealed multiple lead contacts with invalid impedance. Surgical intervention was planned for a later date to address the issue.